Event description:
It has been reported to philips that the allura system would not power on. The system was not in clinical use when this occurred. There was no report of harm. A philips field service engineer (fse) visited the site and replaced a blown fuse in the pdu. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was completely off and would not turn on. The fse examined the system and determined that the fuse in the power distribution unit (pdu) was blown. As a part of repair activity, the fse replaced the blown fuse. After replacement, the system was returned to use in good working order.